Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set leaked from an unspecified location. This occurred during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to g1: contact office - contact name. Correction: this report is a duplicate of manufacturer report number 1416980-2025-00141. All information can be found under manufacturer report number 1416980-2025-00141. Should additional relevant information become available, a supplemental report will be submitted.